Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: cord cut/burned strain relief, cracked switch case, bent/broken lead, bent/broken thermostat, thermostat discoloration. The pad also appears to have been used in a roller bed. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (pipe#(B)(4)) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on 03/10/2014 that closes pipe#(B)(4)pending a future evaluation of the effectiveness of the solution.

Event description:
Customer called and reported the switch started sparking.